Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged from its location in the atrium and was now in the superior vena cava. There was no capture and high thresholds but still sensing of p-waves at approximately 0.5-0.8 mv. The patient will have the ra lead repositioned in a few week's time and for now, it continues to remain implanted and in service. No adverse patient effects were reported.